Event description:
A report was received that the patient was experiencing discomfort at the generator site in their chest on (B)(6) 2018. The patient later provided that she had a fall in summer 2017 and since has complained of occasional burning up her lead. During a clinic visit on (B)(6) 2018 systems diagnostics were ran and it showed a result of high lead impedance. Follow-up from the patients¿ mother on (B)(6) 2018 provided that the patient was having continuous seizures and was taken to the ER. Additional relevant information has not been received to-date. No known surgery has occurred to-date.

Event description:
Full revision surgery occurred. The diagnostics indicated high lead impedance. The surgeon stated he could see corrosion and fluid in the lead but no large visible breaks. The hospital would not return the explants to the manufacturer.